Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-42857. Related manufacturer reference number: 2017865-2023-42858. It was reported that a patient presented with an infection noted on the patient's system. The system was explanted on (B)(6) 2023. The patient was stable throughout.